Manufacturer narrative:
Two ace36p devices (a-b) were returned. Device a was rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were rec'd. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. Device b was rec'd in good condition. No visible damage was noted. The hand-acitivation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were rec'd. Upon further testing with a generator it was conducted that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported by the customer that they heard a strange noise when they were activating the device. They replaced the instrument and the problem persisted. The doctor then removed the device from the room and completed the case with an unknown modality.